Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the batteries were replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. The batteries have not been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, while outside of a procedure, the motion batteries of the imaging system were low. It was noted that the batteries would not fully charge. There was no patient present when this issue was identified. No additional information was provided.